Manufacturer narrative:
The sections have been updated accordingly. During the preparation of an 8x20mm 90cm saber percutaneous transluminal angioplasty (pta) catheter, the air from the balloon could not be removed completely after several attempts and it could not complete air purge. Therefore, it was not used for procedure. It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. This case occurred in pediatrics. The target lesion was the pulmonary artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The product was not inserted into the patient. Did the device did not prep normally (i.e. Maintain negative pressure). The indeflator used was a non cordis device. The same indeflator was used successfully with other devices. The device was not returned for analysis. A device history record (DHR) review of lot 17519165 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, concomitant device factors or handling factors may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During the preparation of a saber 8mm 2cm 90, the air from the balloon could not be removed completely after several attempts and it could not complete air purge. Therefore it was not used for procedure. It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. This case occurred in pediatrics. The target lesion was the pulmonary artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The product was not inserted into the patient. Did the device did not prep normally (i.e. Maintain negative pressure). The indeflator used was a non cordis device. The same indeflator was used successfully with other devices.

Manufacturer narrative:
The sections were updated accordingly. A review of the manufacturing documentation associated with this lot 17519165 presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the preparation of a saber 8 mm 2 cm 90, the air from the balloon could not be removed completely after several attempts and it could not complete air purge. Therefore it was not used for procedure. It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. This case occurred in pediatrics. The target lesion was the pulmonary artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information has been requested.